Event description:
It was reported to philips that fluoroscopy storage was not possible due to an image disk issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System rebooted; no further issues found. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)